Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was undetermined.

Event description:
During a call for an unrelated alarm, the home patient's (hp) caregiver reported the hp had peritonitis a week ago. No additional information was provided.